Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with the lowest reported glucose of 55 mg/dl and a subsequent value of 68 mg/dl after oral glucose intake, and the user was advised to perform a fingerstick and consume 15 grams of carbohydrates with a planned follow-up. Symptoms included low blood glucose. Outcomes included the need for oral carbohydrate intake and monitoring. Investigation included troubleshooting and education provided by support, including guidance on carbohydrate treatment and confirmation steps. Investigation of this case revealed no device malfunction identified during troubleshooting and no device component issue observed, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.